Event description:
The customer contact reported that during preventative maintenance testing at the use facility, the device did not sound an audible alarm tone during an alarm condition while in the low and high volume settings. There were no reports of any adverse events while the device was in clinical use.